Event description:
It was reported that the pt underwent a left cementless mini-incision primary total hip arthroplasty with placement of a bard/davol 400 cc closed wound suction kit. On post op day 2, physician assistant pulled drain and fragment retained from tip of drain. Pt returned to operating room to have drain tip fragment removed.

Manufacturer narrative:
The sample was not returned. The lot number is unk, therefore, the device history record could not be reviewed.